Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead had high increasing thresholds and t-wave oversensing (twos). The lead was reprogrammed until it could be revised. The lead was revised and repositioned remaining in use. No patient complications have been reported as a result of this event.